Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be submitted if the device is returned so that the evaluation can be performed. Not returned to manufacturer.

Event description:
After drilling a hole into the vertebral body for the screw, the surgeon removed the trial guide, placed the plate into the patient, and found the last drilled hole did not align properly with the hole in the plate. The surgeon needed to remove the plate and replace it with a longer plate, then drill a new hole for the screw.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.